Manufacturer narrative:
Product analysis: the inpact admiral device was returned for analysis. The device returned with blood and residue visible in the catheter and balloon material. A 0.035 inch guidewire was loaded via the distal tip and advanced through the catheter with no issues noted. Visual inspection confirmed a longitudinal tear on the distal balloon material. The tear started approximately 1.6cm proximal to the distal tip and extended for 5.8cm proximally. Lead in scratches were evident proximal and distal to the tear site. The balloon material was jagged and uneven along the length of the tear. Negative prep did not detect the presence of a leak and it was not possible to pressurize the balloon, most likely due to crystallized residue and contrast in the inflation lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using an in.pact admiral paclitaxel eluting balloon catheter to treat a moderately calcified lesion in the mid sfa. There was no damage noted to packaging and no issues noted when removing the device from hoop / tray. The device was prepped per IFU with no issues identified. It was reported that during balloon inflation, it burst at 9atm. All balloon fragment was removed from patient. There was no resistance encountered when advancing the device. The procedure was completed without issue once removed. There was no patient injury reported.

Manufacturer narrative:
Additional information: a 6 fr non-medtronic sheath and a 0.035 non-medtronic guidewire were used. A non-medtronic inflation device was used to inflate the balloon. Negative prep was not performed. The procedure was completed with a new balloon of the same size as the initial balloon without issue. If information is provided in the future, a supplemental report will be issued.